Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed a ruptured left common iliac artery. The iliac limb measure 33mm and the 28mm limb placed was no longer apposed to the aortic wall and there was a distal type I endoleak present. The left hypogastric artery was embolized and a 16x10x156 limb was placed in the existing 16x28x124 limb and extended into the left common iliac artery. It was noted that the right limb (16x10x93) was patent and had good seal. The event was reportedly resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, aneurysmal disease progression of the left hypogastric artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.